Event description:
A pt received a treatment on 1/17/97 in the upper and lower vermilion borders. During the injection procedure the pt reported a stinging sensation at the right upper vermilion border treatment site which persisted until it developed into pain on 1/18/97. On 1/18/97 the pt noted the onset of pain and swelling which extended from the upper right vermilion border treatment site into the upper right aspect of the upper lip, and a 1 cm bruise at the border of the upper right vermilion and inner mucosa. On 1/22/97 the pt was seen with continuing symptoms. The physician diagnosed a possible hypersensitivity; keflex, oral benadryl, vicodin, ice and warm compresses were prescribed. On 1/24/97, decreased bruising and swelling was noted at the right upper vermilion border and a "wound" was noted at the injection site and on the inner mucosa of the injection site. On 1/27/97, decreased redness and edema were noted and the lip "wound" was healing. The physician believed the symptoms represented a hypersensitivity or an infection and the pain, swelling, and bruise which extended beyond the injection site were a component of the hypersensitivity or infection.